Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm , which occurred on the homechoice (hc) during use, during dwell 1 of 9. The registered nurse (rn) stated that any time baxter recommends the home patient (hp) to start over with new supplies she has to call the on call rn and the on call rn suggested the rn go through the setup again with the same supplies and the rn still got the same alarm. The baxter technical service representative (tsr) explained that if the same supplies were connected it would give out the same se due to air and would get detected again. The tsr had the rn close all the clamps to the bags/patient and they cycled power off and on and it alarmed se 2367. They cycled power off and on and pressed go to start. They were at load the set and they removed the cassette. The tsr advised the rn to dispose of the current supplies attached and start over with all new supplies. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's nurse on (B)(6) 2012 she said the patient has been completing therapy successfully since then. She was aware of the proper aseptic procedures for starting over with new supplies. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.